Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer had reported no delivery alarm, batteries were rejected, labeling was worn off, scratches on the screen, and short battery life on the insulin pump. The troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device or not. The device will not be returned for product analysis.

Manufacturer narrative:
P-cap locked in place properly, during testing. Unit powered up properly after batter installation. No battery anomalies noted. Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was successfully downloaded using thus. No delivery was verified on 03/03/2024, 18:05:04.000 in pump download history. The power management graph confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted, during testing. Unit was cut open for visual inspection on electronic assemblies. No anomalies or moisture damage were noted. Unit received, with cracked case on battery side, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads-cracked, scratched case and pillowing keypad overlay. In summary, unit powered up properly after battery installation and no unexpected alarms noted. Therefore, failed battery test and battery lasting less than expected was not confirmed. No occlusion or no delivery alarms found. Cosmetic damage was confirmed, when scratched case was observed, during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.